Manufacturer narrative:
During an internal review on 04-oct-2024, noted a correction to the 3500a follow-up #1 as in error did not include the confirmation information received on 18-sep-2024 stating the patient was breathing heavily and there was no patient consequence during the procedure. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with a vizigo. The doctor wanted to pull the pentaray catheter out of the vizigo sheath in order to push the smarttouch sf catheter in. When the pentaray catheter was out, the vizigo sheath drew air. The valve was leaking or defective. Vizigo sheath was replaced. No patient consequence reported. Additional information was received on 02-sep-2024. The section where the issue was observed was the side port to valve. Optically no broken/cracked/separated/leakage issues occurred. The hemostatic valve did not dislodge inside the hub nor did it dislodge outside of the hub. The brim cap / hub did not become detached from the sheath. The device evaluation was completed on 19-sep-2024. The device was returned to biosense webster, inc. For evaluation. A visual inspection evaluation and irrigation test of the returned device were performed following biosense webster, inc. Procedures. Visual analysis of the returned sample revealed that no damage was observed on the vizigo sheath. Microscopic examination of the hemostatic valve surface does not show stress marks on the outer diameter. Then, an irrigation test was performed and no leakage, air, or bubbles were observed. A device history record was performed, and no internal actions related to the reported complaint were identified. The air flows back issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use (IFU) contain the following information: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. Use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Once the sheath is inserted into the vasculature and the dilator is removed, aspirate until steady blood return is achieved prior to flushing or infusion. All fluid infusion should be through the side port. In order to minimize the risk of air embolism provide a continuous infusion of heparinized saline solution once the sheath is inserted into the patient. Slowly remove or insert the dilator or other devices. As part of the biosense webster, inc. Quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 09-sep-2024. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a vizigo and a drew air issue occurred. The doctor wanted to pull the pentaray catheter out of the vizigo sheath in order to push the smarttouch sf catheter in. When the pentaray catheter was out, the vizigo sheath drew air. The valve was leaking or defective. Vizigo sheath was replaced. According to the doctor, this was all due to the fact that the patient had a very small atrium and was breathing very hard. Of course, this should never happen. No patient consequence reported. Additional information was received on 02-sep-2024. The section where the issue was observed was the side port to valve. Optically no broken/cracked/separated/leakage issues occurred. The hemostatic valve did not dislodge inside the hub nor did it dislodge outside of the hub. The brim cap / hub did not become detached from the sheath. The sheath was used on the patient. No patient consequence. No loss of blood.